Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies weakness, breast pain. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain"), vomiting ("vomiting"), diarrhoea ("diarrhea") and pyrexia ("fever"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)), surgery (to remove the essure implant.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, fatigue, weight increased, vomiting, diarrhoea and pyrexia had resolved. The reporter considered diarrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pyrexia, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2017 patient had surgical pathology report resulted in uterus and bilateral fallopian tubes: cervix: benign nabothian cysts. Endometrium: secretory-phase endometrium with extensive mucosal erosion. Myometrium: focal adenomyosis. Fallopian lubes: benign right paratubal cyst. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, lot number received, events added as follows:- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tubes)), fatigue, weight gain, vomiting and diarrhea, fever. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 32-year-old female patient who had essure (batch no. 727102) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation (unilateral tubal ligation). She denies weakness, breast pain. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and gastrointestinal disorder ("gastrointestinal or digestive system condition- type") and was found to have weight increased ("weight gain/ I gained 50lbs"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced vomiting ("vomiting"), diarrhoea ("diarrhea") and pyrexia ("fever"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube), ablation on (B)(6) 2010 and to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, fatigue, weight increased, vomiting, diarrhoea and pyrexia had resolved and the gastrointestinal disorder outcome was unknown. The reporter considered diarrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, pyrexia, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: resulted in uterus and bilateral fallopian tubes: cervix: benign nabothian cysts. Endometrium: secretory-phase endometrium with extensive mucosal erosion. Myometrium: focal adenomyosis. Fallopian lubes: benign right paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received : event gastrointestinal or digestive type system condition- type was added. Event onset date was updated. On 10-dec-2018: plaintiff fact sheet received. Only aka name was added. No new significant information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 727102) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies weakness, breast pain. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain"), vomiting ("vomiting"), diarrhoea ("diarrhea") and pyrexia ("fever"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)), surgery (to remove the essure implant.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, fatigue, weight increased, vomiting, diarrhoea and pyrexia had resolved. The reporter considered diarrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pyrexia, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2017 patient had surgical pathology report resulted in uterus and bilateral fallopian tubes: cervix: benign nabothian cysts. Endometrium: secretory-phase endometrium with extensive mucosal erosion myometrium: focal adenomyosis. Fallopian lubes: benign rightparatubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.